Event description:
The customer reported that the ac power module outlet pulled from the housing of the device such that wires were exposed. There was no pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.